Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with degradation. There was no evidence of misfire at the tip or along the body of the fiber in the form of charring or melting. The complaint as reported cannot be confirmed. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 30, 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, it was noted that the laser fiber was sparking. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, it was noted that the laser fiber was sparking. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.